Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels >500 mg/dl and ketones, while wearing the pod on the back between 4 and 24 hours. The pod was removed and the cannula was noted to be bent. At the hospital, blood tests were performed and manual insulin injections were administered (1 unit) every hour.